Manufacturer narrative:
Date of event: unknown. There were multiple common device names and medical device types reported to be involved. The information for each is listed below: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history records could not be conducted.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection sets had missing label information on the boxes. No serious injury or medical intervention reported.